Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, they stopped using the device because clipping became impossible. The jaws would not open during use. The surgeon opened the handle in reverse and the jaws opened. They used another device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the handle was flaccid and not attached to the internal components. The instrument was dismantled for visualization of internal components which revealed that the wishbone link which attaches the trigger to the firing mechanism had disengaged. The wishbone link was reattached to the trigger handle and the instrument was reassembled. The instrument was then found to cycle without binding. Eleven clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. Replication of the disengaged wishbone link condition may occur if the handle is forcefully pulled open prior to fully completing the full handle compression. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.